Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to battery voltage, further troubleshooting could not be performed. On (b)(9) 2017, the device was explanted and replaced. The patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.